Manufacturer narrative:
The reported issue was addressed additional pressure and a transfusion but did not require surgery. The device was not returned for physical investigation. Conclusion: the reported event was not related to device malfunction. Per the initial report this could have been the result of a high stick (above the inguinal ligament), but this could not be determined. Complications such as retroperitoneal bleeding are general complications which may be related to endovascular procedures or vascular closure.

Event description:
The vascade was selected for closure and inserted into the sheath. The disc was deployed temporary hemostasis was achieved and the sheath was removed. The key was inserted into the grip/lock and the black sleeve was retract to deploy the collagen. Collagen was stripped off the device and the device was removed. Final hemostasis was achieved with the device. In recovery, the patient blood pressure was dropping and a CT scan indicated that the patient had a retroperitoneal bleed. Manual pressure was held for an hour and the patient received a transfusion. Doctor indicated it was a high stick (above the inguinal ligament) and that he had lacerated the inferior epigastric artery during access. The patient was admitted for 3 days and then discharged. It should be noted that surgery was not required to correct.